Event description:
The pt was implanted with a synchromed pump in 1997 and connected with the existing catheter implanted in 1993 for intrathecal infusion of pain medication for non-malignant pain. The health care professional stated the pt experienced increased pain and underwent a catheter dye study as well as an x-ray rotor test. The x-ray rotor test showed the rotor had stopped. The pump was explanted on 1999. Another synchromed pump was implanted on the same day.